Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse observed an air leak associated with the glucose reagent straw. The fse replaced the leaking straw and then recalibrated the sys. Although a part was replaced, a specific root cause of this event was not determined; accordingly, no conclusion can be drawn. This is one of two medwatch reports as the customer reported two separate events occurring on different days. Reference the MDR numbers below for both associated events: MDR# 2050012-2011-02880, 02881. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.

Event description:
Customer reported that an erroneously low glucose result was generated by the synchron lxi 725. The initial result was reported out of the lab. The system generated critical rerun feature was triggered and the result was within expectations. The amended result was then reported out of the lab. There was no affect to the pts' care or treatment as the systems' critical rerun feature was enabled.